Manufacturer narrative:
(B)(4). This lot was manufactured from 06/12/2015 to 06/13/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink administration sets tubing separated from the junction closest to the patient. The separation occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.